Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the tka, the surgeon could not recognize the size due to a deterioration."